Event description:
The pt has experienced problems since the first surgery of their left foot in 2003. Pt has been suffering of rash on their foot, swelling of foot, lips and throat and difficulties in breathing. Pt contacted the company the first time in 03/2004 and in june 2005 pt reported further continous problems like cyst formation in their foot. At the moment the company is not aware of scheduling or conduction of second surgery for removal of the implant.